Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6), initial reporter: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge fse that during preventive maintenance, the cs300 intra-aortic balloon pump (iabp) failed pneumatic performance test and autofill calibration. Also, 8 psi regulator will not adjust. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: g4, h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the 8 psi regulator will not adjust. Parts were ordered and the fse would return to complete the repair. Three gfe attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: g4 (PMA/510(k)#).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (component codes).